Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check could not be performed. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). Exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. (B)(4) has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation. The trailing haptic was separated after iol insertion. The iol was not explanted from the eye. Patient impact: no impact.